Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Needle had marks on the cones. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of marks on the cone of the needle may occur when pressure is applied on the toggle lever of the suturing device prior to closing the handles and prematurely attempting to toggle. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic ulcer repair procedure, when suturing the lumen together, the needle fell into the cavity of the patient. The needle was retrieved by the surgeon using a lap hand instrument. They opened another device to resolve the issue to complete the case. The patient has no reported injury. The device is expected to be returned for evaluation.